Event description:
It was reported by service report that the cot will not lower to the lowest position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.